Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 161 mg/dl.